Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the usb cable emitted sparks from the end that was plugged into the pump. Reportedly, customer changed the cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.